Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 210 6030. There was no patient involvement.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 210 6030. There was no patient involvement.

Manufacturer narrative:
Additional information added to: g2 for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board due to having damaged trace on d1, also replaced corroded iuis, and recalled bezel installed in the unit, calibrated unit. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the damaged display board. A review of the device history record showed the device had a manufacture date of 27jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 210 6030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board due to having damaged trace on d1, also replaced corroded iuis, and recalled bezel installed in the unit, calibrated unit. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received alarm error codes / messages, error code 210 6030. There was no patient involvement.